Manufacturer narrative:
The biomedical engineer (bme) reported when testing the vital sign monitor (svm) on a simulator, the non-invasive blood pressure (nibp) gave inaccurate readings. They were not using nk hoses or cuffs when testing. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported when testing the vital sign monitor (svm) on a simulator, the non-invasive blood pressure (nibp) gave inaccurate readings. Not in patient use.

Event description:
The biomedical engineer (bme) reported when testing the vital sign monitor (svm) on a simulator, the non-invasive blood pressure (nibp) gave inaccurate readings. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported when testing the vital sign monitor (svm) on a simulator, the non-invasive blood pressure (nibp) gave inaccurate readings. They were not using nk hoses or cuffs when testing. Not in patient use. Investigation summary: nihon kohden requested the device for evaluation, and the unit was returned. The reported issue was duplicated, and the cause of the issue was determined to be fault in the pneumatic circuit. The pump and valve were replaced as a corrective action. The unit performed to manufacturer's specification after component replacement. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.